Manufacturer narrative:
Device not explanted.

Event description:
The manufacturer was notified of the following event via the persist patient registry: a perceval, size 27, was implanted on (B)(6) 2018. Eight days post-operation ((B)(6) 2018), the patient experienced arrhythmia/conduction disorder, further classified as av block iii. A pacemaker was implanted.

Manufacturer narrative:
This event was reported in a conservative manner, due to an unknown relationship to the device. A complete manufacturing and material records review for the device has been performed. The results confirmed that the device satisfied all material, visual and performance standards required at the time of manufacture and release. As the device was not explanted, no further investigation can be conducted. However, based on the document review performed, no manufacturing deficits were identified. Conduction disorders are common in patients with aortic valve diseases. As a result, it is common for patients to receive a permanent pacemaker implantation after aortic valve replacement. Risk factors include preexisting conducting disease and preoperative aortic regurgitation. This event is therefore a known, inherent risk of the procedure; however, the root cause of this event ultimately remains unknown.